Event description:
This unsolicited case from (B)(6) was received on 09- nov-2017 from the pharmacist. This case concerns a (B)(6) year old male patient who received treatment with synvisc injection and after 231 days the patient experienced swelling of the right knee. No relevant medical history and past drugs were reported. Concomitant medication included limprost alfadex for lumbar spinal stenosis. Concurrent condition included gonarthrosis and lumbar spinal stenosis. On (B)(6) 2017, the patient received first cycle of intra-articular synvisc therapy (dose, frequency, lot number and expiration date: not reported) for 3 weeks for gonarthrosis. On an unknown date, the patient completed first cycle. On (B)(6) 2017, the patient received first dose of second cycle of intra-articular synvisc injection, at the dose of 2 ml (frequency, lot number and expiration date: not reported) for gonarthrosis. On the next visit ((B)(6) 2017), the patient was confirmed to have swelling of the right knee (latency: 231 days). Patient received treatment with betamethasone (rinderon) at the dose of 2.5 mg at 1 ampule and mepivacaine hydrochloride (carbocain) injection at the dose of 1% 5ml at 1 ampule were administered in the right knee. Synvisc was discontinued due to the event. On (B)(6) 2017, the patient recovered from swelling of the right knee. There was no relevant laboratory data. The patient's attending physician was the director of the reporting hospital, but the physician entrusted the handling of the case report to the reporting pharmacist. It was reported that the continuation of the investigation was impossible as the reporter was too busy to provide cooperation. Action taken: drug withdrawn nos corrective treatment: betamethasone (rinderon) and mepivacaine hydrochloride (carbocain) outcome: recovered a pharmaceutical technical complaint (ptc) was initiated with gptc number: (B)(4) the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Diagnosis: swelling of the right knee reporting pharmacist's seriousness assessment: non-serious reporting pharmacist's causality assessment: possible seriousness criterion: required intervention additional information was received on 30-nov-2017. The global ptc number with ptc results were added. Text was amended accordingly. Additional information was received on 12-dec-2017 from the pharmacist. The event outcome of swelling of the right knee was updated from unknown to recovered and event stop date was added.

Event description:
This unsolicited case from (B)(6) was received on 09- nov-2017 from the pharmacist. This case concerns a (B)(6) male patient who received treatment with synvisc injection and after 231 days the patient experienced swelling of the right knee. No relevant medical history and past drugs were reported. Concomitant medication included limaprost alfadex for lumbar spinal stenosis. Concurrent condition included gonarthrosis and lumbar spinal stenosis. On (B)(6) 2017, the patient received first cycle of intra-articular synvisc therapy (dose, frequency, lot number and expiration date: not reported) for 3 weeks for gonarthrosis. On an unknown date, the patient completed first cycle. On (B)(6) 2017, the patient received first dose of second cycle of intra-articular synvisc injection, at the dose of 2 ml once (frequency, lot number and expiration date: not reported) for gonarthrosis. On the next visit ((B)(6) 2017), the patient was confirmed to have swelling of the right knee (latency: 231 days). Patient received treatment with betamethasone (rinderon) at the dose of 2.5 mg at 1 ampule and mepivacaine hydrochloride (carbocain) injection at the dose of 1% 5 ml at 1 ampule were administered in the right knee. Synvisc was discontinued due to the event. The outcome of the swelling of the right knee was unknown and would be confirmed on the next visit ((B)(6) 2017). The patient's attending physician was the director of the reporting hospital, but the physician entrusted the handling of the case report to the reporting pharmacist. Action taken: drug withdrawn nos. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Diagnosis: swelling of the right knee. Reporting pharmacist's seriousness assessment: non-serious. Reporting pharmacist's causality assessment: possible. Seriousness criterion: required intervention.

Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 from the pharmacist. This case concerns a (B)(6) male patient who received treatment with synvisc injection and after 231 days the patient experienced swelling of the right knee. No relevant medical history and past drugs were reported. Concomitant medication included limprost alfadex for lumbar spinal stenosis. Concurrent condition included gonarthrosis and lumbar spinal stenosis. On (B)(6) 2017, the patient received first cycle of intra-articular synvisc therapy (dose, frequency, lot number and expiration date: not reported) for 3 weeks for gonarthrosis. On an unknown date, the patient completed first cycle. On (B)(6) 2017, the patient received first dose of second cycle of intra-articular synvisc injection, at the dose of 2 ml once (frequency, lot number and expiration date: not reported) for gonarthrosis. On the next visit ((B)(6) 2017), the patient was confirmed to have swelling of the right knee (latency: 231 days). Patient received treatment with betamethasone (rinderon) at the dose of 2.5 mg at 1 ampule and mepivacaine hydrochloride (carbocain) injection at the dose of 1% 5ml at 1 ampule were administered in the right knee. Synvisc was discontinued due to the event. The outcome of the swelling of the right knee was unknown and would be confirmed on the next visit ((B)(6) 2017). The patient's attending physician was the director of the reporting hospital, but the physician entrusted the handling of the case report to the reporting pharmacist. Action taken: drug withdrawn nos a pharmaceutical technical complaint (ptc) was initiated with gptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Diagnosis: swelling of the right knee. Reporting pharmacist's seriousness assessment: non-serious. Reporting pharmacist's causality assessment: possible. Seriousness criterion: required intervention. Additional information was received on 30-nov-2017. The global ptc number with ptc results were added. Text was amended accordingly.